Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that reservoir was completely empty and insulin pump did not alarm. Customer was advised that insulin pump would not alarm if there was insulin in infusion tube. Customer reported to have attempted a bolus, but insulin pump showed zero units and customer attempted another correction and doubled bolus. Customer's blood glucose was 30 mg/dl, and was treated with orange juice. Customer declined troubleshooting for low blood glucose.